Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: (B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 62mm in diameter abdominal aortic aneurysm. The proximal neck was 22-27-30mm in diameter and 10.5mm in length it was reported that an ankle/brachial indices (abi) was performed which tested positive for occlusion in the left limb. The investigator assessed the event as related to the index procedure. An intervention was not performed and the event is continuing without treatment. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.